Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and a problem with the pump on suspend. Customer's blood glucose was 179 mg/dl at the time of the call. Customer indicated that they will change the infusion set and requested replacements. No further details given.